Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1002 - expand g4 phase 1 and phase 2 study patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with mixed mitral regurgitation with posterior leaflet prolapse. One mitraclip was implanted, reducing the mr to grade 1+. There was no device deficiency. On (B)(6) 2024, a follow-up echocardiogram was performed. Recurrent mr grade 2+ and a mean mitral valve gradient of 6.4mmhg was noted. On (B)(6)2024, the patient was admitted to the hospital with shortness of breath and acute on chronic congestive heart failure was diagnosed. Per imaging, severe pulmonary hypertension, along with moderate mitral stenosis with an elevated bnp lab (heart failure) had been noted. Medications were provided as treatment. The patient had a drop in hemoglobin and additional gastrointestinal work-up is ongoing. There was no overt bleeding observed. There was no indication the hemoglobin drop was cardiac-device related. There was no device malfunction. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mitral regurgitation (mr), hypertension, and mitral stenosis. The dyspnea and heart failure appear to be cascading effects of the recurrent mr. Mr, heart failure, dyspnea, hypertension, and mitral stenosis are listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported hospitalization and medication required were results of case specific circumstances as the patient was admitted to the hospital due to the patient effects and medications were provided as treatment. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous report, the additional information was received: there was no treatment for the elevated gradient.